Event description:
It was reported by service report that the head left inner siderail panel bosses were broken off. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: broken head left inner siderail panel bosses.